Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, ibuprofen, levothyroxine sodium (synthroid), oxycodone;paracetamol and vitamins nos (multivitamin). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), menstrual disorder ("clotting periods"), rash ("unexplained rash"), furuncle ("boils"), dyspareunia ("painful intercourse"), inflammation ("chronic inflammation"), pollakiuria ("frequent urination") and genital haemorrhage ("spotted for few days") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure was removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, ovulation pain, menstrual disorder, rash, furuncle, dyspareunia, inflammation, pollakiuria, hormone level abnormal and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, furuncle, hormone level abnormal, inflammation, menstrual disorder, ovulation pain, pelvic pain, pollakiuria and rash with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: serious injury criterion: required intervention and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5080569) on 02-nov-2018. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B66017) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, ibuprofen, levothyroxine sodium (synthroid), multivitamin and oxycodone/apap (oxycodone w/paracetamol). On (B)(6)2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), menstrual disorder ("clotting periods"), rash ("unexplained rash"), furuncle ("boils"), dyspareunia ("painful intercourse"), inflammation ("chronic inflammation"), pollakiuria ("frequent urination") and genital haemorrhage ("spotted for few days") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure was removed on (B)(6)2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, ovulation pain, menstrual disorder, rash, furuncle, dyspareunia, inflammation, pollakiuria, hormone level abnormal and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, furuncle, hormone level abnormal, inflammation, menstrual disorder, ovulation pain, pelvic pain, pollakiuria and rash with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: serious injury criterion: required intervention and event date 10-jan-2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received. Reporter's information added. Event: spotted for few days were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
E was initially received via regulatory authority (food and drug administration, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. B66017) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, ibuprofen, levothyroxine sodium (synthroid), multivitamin and oxycodone/apap (oxycodone w/paracetamol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), menstrual disorder ("clotting periods"), rash ("unexplained rash"), furuncle ("boils"), dyspareunia ("painful intercourse"), inflammation ("chronic inflammation"), pollakiuria ("frequent urination") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure was removed on (B)(6) 2018). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, dysmenorrhoea, ovulation pain, menstrual disorder, rash, furuncle, dyspareunia, inflammation, pollakiuria and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, furuncle, hormone level abnormal, inflammation, menstrual disorder, ovulation pain, pelvic pain, pollakiuria and rash with essure. The reporter commented: serious injury criterion: required intervention and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number:(B)(4) on 02-nov-2018. The most recent information was received on 18-mar-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a female patient who had essure (batch no. B66017) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, ibuprofen, levothyroxine sodium (synthroid), multivitamin and oxycodone/apap (oxycodone w/paracetamol). On 10-jan-2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), menstrual disorder ("clotting periods"), rash ("unexplained rash"), furuncle ("boils"), dyspareunia ("painful intercourse"), inflammation ("chronic inflammation"), pollakiuria ("frequent urination") and genital haemorrhage ("spotted for few days") and was found to have hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure was removed on 08-oct-2018). Essure was removed on 8-oct-2018. At the time of the report, the pelvic pain, dysmenorrhoea, ovulation pain, menstrual disorder, rash, furuncle, dyspareunia, inflammation, pollakiuria, hormone level abnormal and genital haemorrhage outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, furuncle, hormone level abnormal, inflammation, menstrual disorder, ovulation pain, pelvic pain, pollakiuria and rash with essure. The reporter considered genital haemorrhage to be related to essure. The reporter commented: serious injury criterion: required intervention and event date 10-jan-2014 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received. Reporter's information added. Event: spotted for few days were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080569) on 02-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure (batch no. B66017) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included fish oil, ibuprofen, levothyroxine sodium (synthroid), multivitamin and oxycodone/apap (oxycodone w/paracetamol). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful periods"), ovulation pain ("painful ovulation"), menstrual disorder ("clotting periods"), rash ("unexplained rash"), furuncle ("boils"), dyspareunia ("painful intercourse"), inflammation ("chronic inflammation"), pollakiuria ("frequent urination") and hormone level abnormal ("hormonal imbalance"). The patient was treated with surgery (essure was removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, ovulation pain, menstrual disorder, rash, furuncle, dyspareunia, inflammation, pollakiuria and hormone level abnormal outcome was unknown. The reporter provided no causality assessment for dysmenorrhoea, dyspareunia, furuncle, hormone level abnormal, inflammation, menstrual disorder, ovulation pain, pelvic pain, pollakiuria and rash with essure. The reporter commented: serious injury criterion: required intervention and event date (B)(6) 2014 were reported, but not specified and/or assigned to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.